Event description:
It was reported that the rental dreamstation st30 device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported that the rental dreamstation st30 device was being returned due to the user passing away. There is no allegation of malfunction or that the device caused or contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The device was returned to a third-party service center. During evaluation, no error was found in the device log, and the device was awaiting scrapping confirmation. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rental dreamstation st30 device was being returned due to the user passing away. There is no allegation of malfunction or that the device caused or contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The device was returned to a third-party service center. During evaluation, no error was found in the device log, and the device was awaiting scrapping confirmation. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.